Event description:
It was reported that the patient presented with premature battery depletion of their pacemaker. The physician also noted that there was variation between capture threshold measurements seen through manual clinic interrogations and remote transmissions. It was noted that the patient was using medtronic epicardial high polarization leads which are not compatible in that sensing configuration with the autocapture algorithm. The device was explanted and replaced, and the patient was in stable condition with no consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated that the device operated at high pacing output settings with autocapture enabled. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing, and thus affects the estimated longevity of the device. Further analysis including output verification, capture test, and inspection of header and connectors, showed normal device characteristics with no anomaly contributing to reported event. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion. The device was normal with no anomalies found.

Manufacturer narrative:
Correction: a2 - patient age and patient age units updated to 13 years, it was previously not populated.